Event description:
The field engineer reported that the system displayed several error messages that pointed to software corruption. These error messages likely prevented the system from booting up or caused the system to lock-up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were replaced: the surge suppressor board, the ps1 power supply, the power cable, the interconnect cable, and the external interface board. Also, the power plug connectors were retightened and the system software was reloaded. The system was then found to be operating as intended.